Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome. As result, the implanted leads dislodged. A surgical revision was performed in which the leads were extracted and the patient was treated with intravenous antibiotics to resolve the issue. This pacemaker remains in service. No additional adverse patient effects were reported.